Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in (B)(6).

Event description:
It was reported that the customer had passed away from bacterial meningitis. The customer's wife stated that the customer had just started using the insulin pump a month prior to the event and was doing well. Seven days prior to the event, the customer was treated by paramedics. Six days prior to the event, the customer was treated at the emergency room with antibiotics and pain killers. Five days prior to the event, the customer was disconnected from his insulin pump and hospitalized with a blood glucose level of 2 mmol/l, where the doctors diagnosed the customer with bacterial meningitis and he eventually went into a self-induced coma. The customer's wife then stated that the family decided to disconnect life support after the customer's kidneys and other organs had failed. The customer's wife mentioned that the customer was using a model mmt-396600 quick-set infusion set. Nothing further was reported.